Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6) 2018. The patient stated the cgm was displaying a value of 40mg/dl and became nervous and called 911 because she was alone. When the emergency team arrived, they checked the patient's blood glucose and the meter was showing the patient was above 80mg/dl. The patient stated they felt fine and did not have to go to the hospital. No symptoms were reported. At the time of contact, the patient was doing okay. No additional patient or event information is available. No data or product was provided for evaluation. The complaint confirmation was unable to be determined. A probable cause could not be determined.